Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. On the same day as the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (1gm every 3rd day, ongoing) and ceftazidime injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. It was reported the patient was recovering from peritonitis. Pd was ongoing. No additional information is available.